Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach to the patient¿s esophagus. There was no patient and user harm, and no intervention was required. There was nothing unusual about the patient or the procedure.